Event description:
It was reported that the right ventricular (rv) lead had high impedance and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: e2dr01aa implantable pulse generator, (B)(6) 2005, 5076 implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was greater than 3500 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.